Event description:
When the user facility opened the device package for preparation, the ureteral stent was torn while still inside the package. The tear was found at the base of the coil. As the device malfunction occurred during preparation for a therapeutic ureteral drainage procedure, there were no reported patient complications. The procedure was completed with another device.